Event description:
It was reported that during pci procedure, the express2 monorail stent dislodged. A 6f sherpa fr4 guiding catheter was advanced to the proximal rca lesion. The lesion was then checked using an i9vus catheter. The physician was unable to cross the lesion with the express2 monorail stent, and while attemptng to cross, the guiding catheter backed out. When the physician reengaged the guide catheter, it was noted that the stent had dislodged. A second physician came in to assist with the retrieval. Retrieval was attempted with a 1.25mm balloon, however, this was unsuccessful. After that, the stent was able to be pulled out of the coronary artery by a 1.5mm balloon, however, they were unable to retract into the guiding catheter. Therefore, the entire system was removed. The stent became stuck at the elbow of the brachial artery. The stent was then moved to the radial artery by a 2.5mm balloon. However, due ot slipping, the stent was deployed in the radial artery., patient status listed as "okay".